Manufacturer narrative:
Patient information not made available from the site. The site representative declined to provide details as the patient was not affected. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Suspect lumbar probe has not been returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spine procedure, the lumbar probe was damaged. The end of the probe bent and twisted when the surgeon was removing it. A different probe was used to continue and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Lot number and device manufacturer date provided. The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the tip of the instrument was deformed and twisted. The reported event was confirmed. The device was replaced and there were no further issues.